Event description:
A malfunction alarm occurred, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, and thus, there was no adverse impact. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.